Manufacturer narrative:
Qc was within specifications prior to and after the event. However, actual qc results were not provided. A system check performed on 09/25/07 met specifications. A reagent staining on the top of the reagent pack was reported by the customer. A field service engineer (fse) was dispatched to the customer's lab in 2007: a) the fse found several "failure to detect" errors occurring around the time of aspiration. B) the fse adjusted tip displacement voltage. C) the fse replaced: precision pump seals, peri-pump tubing, aspiration probes, transducer, a hard drive and the obstruction detector sensor board. D) the fse performed system check which passed. E) the fse ran qc with acceptable results and conducted 20 point precision testing using the myoglobin patient sample from this event with good results. F) the fse verified the instrument per established procedures. 5. Even though a single myoglobin or ckmb result is unlikely to be the basis to initiate or withhold treatment, in this event the hardware failures may have affected other pivotal assays such as accutni and treatment decision could be affected. Multiple hardware issues addressed by the fse may have caused the erroneous results. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding erroneously low creatine kinase mb isoenzyme (ck-mb) and myoglobin results that were generated by the access2 instrument. A patient's sample was tested for ck-mb and a result of "<1ng/ml" was obtained. The sample was re-tested on a different instrument in the customer's lab and ck-mb result was 293ng/ml. Another patient's sample was tested for myoglobin and a result of "1ng/ml" was obtained. The sample also was tested on a different instrument and myoglobin result was 772ng/ml. The customer could not verify if the erroneous results were reported out of the lab. The customer did not receive any report of patient injury or death attributed or connected with this event.